Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this event was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that this patient with a 25 mm pericardial mitral valve underwent a redo mitral valve replacement procedure after an implant duration of seven (7) years and six (6) months due to unknown reasons. The explanted valve was replaced with another 25 mm pericardial mitral valve of the same model. It was also noted that the patient had a redo aortic valve replacement within the same procedure.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25mm pericardial mitral valve underwent a redo mitral valve replacement after an implant duration of seven (7) years and six (6) months. There was also a critical lvot obstruction with extremely high gradients. The mitral valve was explanted due to valve degeneration and was replaced with another 25mm edwards pericardial mitral valve. Per the medical records, the aortic valve was identified and the leaflets appeared to be calcified. The valve was carefully explanted. The annulus was debrided and the annulus was resized to a 23mm valve. The mitral valve was then explanted without difficulty. The patient had a completely retained anterior leaflet as well as subvalvular chordal apparatus. The posterior leaflet was mostly preserved. The lvot obstruction was caused by the native anterior leaflet extending in to the lvot, and cinched into the outflow tract by the struts of the prosthetic mitral valve. The anterior leaflet of the mitral valve was severely thickened and fairly rigid. The anterior leaflet, posterior leaflet, and subchordal apparatus were resected. A hypertrophic papillary muscle was also resected. The mitral valve annulus was debrided. The lvot was small and there was fibrotic ring below the aortic valve annulus anteriorly. This tissue along with a small amount of septal muscle were resected sharply. The mitral valve was resized to a 25mm valve. The 25mm mitral valve was implanted. The sutures were tied and cut ensuring proper seating. The sutures were secured in place using a cor-knot device. The 23mm aortic valve was then implanted in the same fashion. The right and left coronary ostia were well visualized. A CABG x1 was performed. The state appeared patient was weaned off bypass without difficulty. Inotropic to be excellent and the valve functions were assessed with the echocardiogram showed to be excellent with no evidence of paravalvular leak. The lvot appeared to be wide open. The patient demonstrated hypoxia with pulmonary edema within a few minutes of coming off the pump. The patient was given additional heparin. The patient was initiated on veno-veno ECMO support and the hypoxia resolved. The patient maintained excellent hemodynamics and was transferred to the cardiac surgery ICU with stable vital signs. The patient had significant post operative complications and expired on pod # 32.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.